Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. D4: batch # u5c63l. H6: component code = others (g07). Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: u5c63l. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the patient is stable. A part of the staples was not deployed. Dr thought that a part of the staple were not in the device or the target tissue was tensioned and torn when removing the device.

Event description:
It was reported that during an open sigmoidectomy, it was difficult to remove the device from the patient, and staples at a part of the staple line were not formed. The device was used on the colon. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.